Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further described. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection reflin (1 gram, route, frequency and duration not reported) and injection tobramycin (40 mg, route, frequency and duration not reported) for the indication of peritonitis. The action taken with dianeal and extraneal therapies was not reported. At the time of this report the patient outcome of this peritonitis event was not reported. It was not reported if the patient was retrained on the proper aseptic technique. Additional information was unable to be obtained.

Manufacturer narrative:
(B)(4). On an unreported date, the antibiotic treatment was completed. On an unreported date, the patient was recovered from this peritonitis event, the fluid was clear and patient ¿was doing well¿. Should additional relevant information become available, a supplemental report will be submitted.